Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s son contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch vita enhanced meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient¿s husband on (B)(6) 2014. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2014 when the patient obtained blood glucose readings of ¿475, 136 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to (B)(4) . The patient manages her diabetes with oral medication (stagid, 700 mg; ¿enjelyza¿, 5 mg) and did not take any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. On (B)(6) 2014 at 5:00 p. M. The reporter stated that the patient developed symptoms of ¿emotional shock when she read the high result of 475 mg/dl, which lead to very cold body temperature, and having problems moving her tongue¿. The patient did not receive any medical treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs precision criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (09/27/2014). The patient¿s meter has been returned on 8/5/2014 and evaluated by lifescan product analysis on 9/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.